Event description:
It was report that the doctor put drill through drill guide and started it. As soon as it hit bone, the drill cracked.

Manufacturer narrative:
Evaluation summary: this instrument has a potential field age of approx 1 year, 6 months, 5 days. The frequency of use of this instrument is not known. The drill bit had a fractured off a 1/2 inch from the tip. Based on the info provided, a definitive cause for this event cannot be determined with certainty. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.